Event description:
It was reported that this right ventricular had micro-dislodgement. The physician made a decision to placed the stylet into de lead, and the lead was successfully repositioned. No additional adverse patient effects were reported. This lead remains in-service.